Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) stopped spinning and became stuck in a lesion in the iliac artery following two attempts to spin the oad into the lesion. The vessel was 95% stenotic and the lesion was highly calcified. The oad was eventually removed, and the driveshaft was found to be dislodged near the crown. The catheter was advanced over the oad and wire, and all components were removed. The vessel was then re-wired and stent deployed. There were no adverse effects to the patient.

Manufacturer narrative:
Failure analysis conclusion: the orobital atherectomy device (oad) was receievd with a competitor sheath engaged over the driveshaft and saline sheath. Analysis of the driveshaft section revealed two filars to be fractured at the proximal edge of the crown. Scanning electron microscopy (sem) analysis of the fractured driveshaft filars identified presence of fatigue. Although the root cause of the fractured driveshaft filars is undetermined, it is hypothesized that the crown was spun around a tight bend and/or was advanced into a tight location with enough force to result in buckling of the driveshaft. This could create an elevated stress and fatigue environment and surpass the limits of the oad driveshaft design with potential result of fracture. Csi ID: (B)(4).